Event description:
It was reported that the right ventricular (rv) lead dislodged and caused a pericardial effusion. A pericardiocentesis was performed. At the lead revision it was noted that there was a little tissue on the tip of the lead so the physician requested a new led. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.